Event description:
Received info regarding a cartridge leak from the bottom o-ring. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.